Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash concentrate canister on the unicel dxc 600i synchron access clinical system did not fill in time and there was "illegal switch" conditions for the wash concentrate canister. Customer reported that fluid has leaked from the reservior and is forming crystals on canister and in the hydropneumatic tray. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the 2-way valve and checked the float switch. The fse reported that the sub-system was performing within specifications.

Manufacturer narrative:
(B)(4).